Manufacturer narrative:
(B)(4). The sample was not returned therefore no evaluation could be performed. The lot number was unknown therefore a batch review was not performed. The root cause of the complaint was not determined.

Event description:
A home patient (hp) contacted baxter to report a system error (se) 2240 (air in line) alarm. The hp was connected to the machine. The hp stated the hc alarmed se2240 and then cycled power and received se2367. Hp cycled power again and then restarted priming with the same supplies . The technical service representative (tsr) assisted in opening hc door and advised the hp to start over with new supplies.